Event description:
It was reported that following anterior and posterior procedures in 2007, the patient experienced febrile morbidity one week post-operatively. The patient was hospitalized and given intravenous antibiotics on six days later. Via vaginal exam at the end of the month, the doctor noted one area of extruded material on the posterior graft at the midline incision and three areas of extruded material on the anterior graft. The location of the exposed material was described as the apex, anterior midline, and the right lateral anterior. A culture was performed on approx two months later, and bacteria grew indicating the presence of infection. The doctor removed both the anterior and posterior mesh on the same day. The patient was described as recovering well. Procedure details are as follows: single vertical vaginal incision; no difficulty during placement or positioning of the mesh; mesh was not placed under tension; vicryl stay sutures were used to stitch the mesh into place. This medwatch report is being filed on the posterior procedure. 1018233-2007-00081 is being filed on the anterior procedure.

Manufacturer narrative:
The lot number is unknown; therefore, no review of the device history record could be performed. Infection and erosion are well known potential complications of this type of procedure. The instructions for use which accompanies each device states in the section labeled: adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. A review of complaint history shows this problem reported before for this product catalog number, however this is a known procedural complication with other similar products and is addressed in the instructions for use.